Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. During the evaluation of the instrument, the cse checked the sample and the reagent probe alignments, the sample and the reagent valves and the sample and reagent dual resolution dilutor (drd). The cse also checked the incubator chain alignment, the incubator shaker bars, the wash station and the wash spinner, the water and the substrate pump volume, and the tube lifter alignment. No instrument malfunctions were detected. The cse decontaminated the instrument and ran water test and quality controls, which were acceptable. The cause of the imprecise ata results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise antithyroid peroxidase antibodies (ata) results were obtained on multiple patient samples on an immulite 2000 xpi instrument upon initial and repeat testing. The samples were also tested on an alternate immulite 2000 xpi instrument. It is unknown which results are considered correct. The initial results were reported to the physician(s) as indicated in MDR 2247117-2015-00055 attachment 1. It is unknown if repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise ata results.